Event description:
It was reported that; t2-t10 extension of previous t10- s2 fusion with extra cavitary fusion t9-t10. Final tightening connector and torque wrench tip broke. During the extra cavitary fusion placing a 7 mm bone graft spacer, the inserter broke and pin came out.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken; the instrument had been used over 1000 times. There was no material or manufacturing defects observed during the analysis. Conclusion: the most likely cause of the fracture is multi-factorial and includes contributions from the geometry causes stress concentration; geometry causes stress concentration, and the amount of applied load.

Event description:
It was reported that; t2-t10 extension of previous t10- s2 fusion with extra cavitary fusion t9-t10. Final tightening connector and torque wrench tip broke. During the extra cavitary fusion placing a 7 mm bone graft spacer the inserter broke and pin came out.